Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 25-jul-2018 with the following findings: the black box showed several unexplained power reboot events. The battery compartment was cracked at the threads on the side and separately below the grip pad. The returned battery cap was undamaged and able to fit. Evidence of moisture corrosion was observed in the battery compartment. A leak test failed due a battery compartment leak. The battery cap was fastened and then unscrewed ½ turn leading to a reboot. Thus, the reported ¿power¿ complaint was duplicated. The battery cap was fastened again, ¿ez-prime¿ steps were performed correctly, and no further power interruptions occurred during the investigation. The pump¿s cover was removed; no further moisture ingress or any intermittent condition was found to the power printed circuit board.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was reported that the battery compartment was damaged and that there was moisture in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.